Event description:
It was reported that the patient experienced a shocking or jolting sensation while stimulation was turned on. The patient had to stretch to pick up a dropped item, and then laid down on her back with an electric blanket over her. The patient then experienced strong stimulation throughout her body. The patient had previously laid down on the implantable neurostimulator (ins) without this happening. The ins was on at a setting of 0.0volts, but the patient still reported that it "hurt inside". The patient tried increasing stimulation and reported that stimulation had moved into the stomach area instead of the lower back.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown.